Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi based on elevated cardiac enzymes. Then approximately, twenty five months after the index procedure, the patient experienced a non q-wave myocardial infarct resulting in revascularization to the proximal circumflex. The indication for the index procedure was unstable angina pectoris. The angiography performed at that time indicated 95% stenosis to the first obtuse marginal. The vein graft lesion was described as de novo, 15mm in length, class a, distal and anatomically complex. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 8atm. It was reported that the first attempt to deliver the stent failed. The stent was withdrawn from the body and then predilated. The original 3.0 x 23mm cypher rx stent was implanted at 13atm successfully. The stent was not post-dilated and the post residual stenosis was 0%. The proximal right coronary artery had 80% stenosis. The vein graft lesion described as de novo, 10mm in length, class a and anatomically complex. The reference vessel was 3.5mm in diameter. A 3.5 x 18mm cypher rx stent was implanted at 20atm by direct stenting. The stent was post dilated as standard procedure with a 4.0 x 15mm balloon at 18atm with 0% post residual stenosis. At pre-procedure, the ck was 108 (224 u/l), the ck-mb was 2.0 (3.6n g/ml) and the troponin was 0.24 (0.09ng/ml). At 6 to 12 hours post procedure, the ck was 86, ck-mb was 1.8 and troponin was 0.28. At 16 to 24 hours post procedure, the ck was 71, ck-mb was 2.10 and troponin was 0.41. Per the investigator, there were no post procedure complications and the patient was discharged the next day. Per the cec adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi.

Manufacturer narrative:
Then, approximately twenty five months after the index procedure, the patient presented with acute coronary syndrome. The patient experienced a non q-wave myocardial infarct with recurrent ischemic symptoms lasting 10 minutes or more. There was evidence of stent thrombosis. The patient underwent revascularization to the proximal circumflex. The event was reported as resolved three days later. Per the investigator, the event was possibly related to the index procedure and possibly related to the study stent. Concomitant medications at the time of the index procedure: asprin 325mf qd, benazepril 10mg qd, triameterine/hctz 37.5/25mg qd, metoprol 50mg bid, vytorin 10/80 mg qd, questran 2oz qd, niacin 500mg qd and centrum 1tab qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00414 and 3003742446-2012-00415.

Manufacturer narrative:
Complaint conclusion: based on the (B)(4) adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi based on elevated cardiac enzymes. Then approximately, twenty five months after the index procedure, the patient experienced a non q-wave myocardial infarct secondary to restenosis resulting in revascularization to the proximal circumflex. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, family history of coronary artery disease, history of peripheral artery disease and history of previous CABG (2201). The indication for the index procedure was unstable angina pectoris. The angiography performed at that time indicated 95% stenosis to the first obtuse marginal. The vein graft lesion was described as de novo, 15mm in length, class a, distal and anatomically complex. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 15mm balloon at 8atm. It was reported that the first attempt to deliver the stent failed. The stent was withdrawn from the body and then predilated. The original 3.0 x 23mm cypher rx stent was implanted at 13atm successfully. The stent was not post-dilated and the post residual stenosis was 0%. The proximal right coronary artery had 80% stenosis. The vein graft lesion described as de novo, 10mm in length, class a and anatomically complex. The reference vessel was 3.5mm in diameter. A 3.5 x 18mm cypher rx stent was implanted at 20atm by direct stenting. The stent was post dilated as standard procedure with a 4.0 x 15mm balloon at 18atm with 0% post residual stenosis. At pre-procedure, the ck was 108 (224 u/l), the ck-mb was 2.0 (3.6n g/ml) and the troponin was 0.24 (0.09ng/ml). At 6 to 12 hours post procedure, the ck was 86, ck-mb was 1.8 and troponin was 0.28. At 16 to 24 hours post procedure, the ck was 71, ck-mb was 2.10 and troponin was 0.41. Per the investigator, there were no post procedure complications and the patient was discharged the next day on dual anti-platelet therapy. Per the (B)(4) adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi. Then, approximately twenty five months after the index procedure, the patient presented with acute coronary syndrome. The patient experienced a non q-wave myocardial infarct with recurrent ischemic symptoms lasting 10 minutes or more. There was evidence of stent thrombosis. The patient underwent revascularization to the proximal circumflex. The event was reported as resolved three days later. Per the investigator, the event was possibly related to the index procedure and possibly related to the study stent. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109831 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and coronary disease.

Manufacturer narrative:
Please note that the correct lot number of this product device is 15108204. It was previously reported as 15109831 in error. This does not change any reportability/determination/processing of this file.